Manufacturer narrative:
Additional suspect medical device component involved in the event: product family: scs-linear leads, upn: m365sc231650e0, model: sc-2316-50e, serial: (B)(4), batch/lot: 7139569.

Event description:
It was reported that following a trial procedure the patient had numbness and weakness on lower extremities. It was also noted that patient experienced severe pain om lower back. The physicians seemed to think that the local anesthetic got into patients epidural space during the procedure. The patient had lead pulled and the device was disposed.